Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2016, a 19mm trifecta valve was successfully implanted into the aortic valve. On (B)(6)2023, the patient presented with dyspnea. Upon examination, the patient had an elevated pressure gradient and the valve exhibited pannus formation. The valve was explanted in an emergency procedure, and a 23mm non-abbott valve was implanted as a replacement. After the valve was explanted, it was observed that there was a tear by the non-coronary cusp and the right coronary cusp stents. Calcification was also seen in the right coronary cusp and left coronary cusp of the explanted valve. The patient was reported as stable

Manufacturer narrative:
Explant due to dyspnea, and upon explant, torn cusp and calcification were reported. The investigation found fibrous thickening on all leaflets. There was calcification noted on all the leaflets. All three leaflets were torn. There was no acute inflammation present. There is minimal pannus formation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined; however, the calcification noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture design or labeling.